Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The impact to the customer's blood glucose level was unknown. As the occlusion alarms had occurred in the past, troubleshooting to determine a possible cause of the occlusion was unable to be performed.